Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
A clarification was provided on the event and the procedure date as originally reported the event date as on (B)(6) 2019 and the procedure date was left ¿blank¿. However, a clarification was received on 2/3/2020 stating that the event date and the procedure date are on (B)(6) 2019. Therefore, b3. Date of event has been processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient with history of at least 4 prior similar procedures underwent a peri-mitral atrial flutter ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During the procedure while delivering 50 watts of power for a short duration, the patient suffered cardiac tamponade. The patient was taken to surgery to repair the perforation. The surgeon stated that the tissue of the isthmus was hard and fragile. Surgery was successful and the patient is recovering. It is unknown if extended hospitalization was required as a result of the event. Physician causality opinion is unknown. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.